Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level range from 300 mg/dl to around 400 mg/dl. The infusion set had a bent cannula and air bubbles. The customer treated her blood glucose level by changing the infusion set and bolusing. The device was not returned.